Manufacturer narrative:
One opened probe was received, with a tip protector, with the needle/stiffener in a zip top bag in a tray. The sample was visually inspected and found to be nonconforming with the probe needle/stiffener pulled out of the needle holder and inner cutter bent. No functional testing could be performed due the visual condition of the probe. The probe was disassembled and the components inspected. No/minimal wear was observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at one location in the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation confirms the reported of tip of the vitrector separated (needle/stiffener assembly detached). The root cause for the component detachment is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. The complaint evaluation was not able to confirm the reported event of difficulty priming due to the visual condition of the probe. An internal investigation was completed and improvements to the adhesive bond have been identified. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The patient underwent a pars plana vitrectomy (ppv) procedure in the right eye. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a tip of the vitrector which was separated and further advanced into the eye by itself during a vitrectomy procedure. The product was replaced and the procedure was completed.